Manufacturer narrative:
(B)(4). Internal file number -(B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported separation at the hub. Av reviewed the lot history record and there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other incidents reported from this lot. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that during preparation of the 3.0x08 mm nc trek rx balloon dilatation catheter (bdc), when attempting to connect the syringe to the hub, the hub separated from the device. The device was not used. A same size nc trek rx bdc was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.